Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported that a clearlink duo-vent c-flo set separated. This occurred during patient infusion. According to the reporter, the set came apart at the second to last y-site. There was no patient injury or medical intervention associated with this event. No additional information is available.